Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient turns stimulation up to 7 milliamps at night because that is when it hurts the most, but then turns the stimulation down to 4 milliamps in the morning. When the patient woke up on (B)(6) 2019 and started getting ready, the patient turned stimulation down to 4 milliamps. She started coughing and felt a jolt whenever she coughed. When she looked at the patient controller, her stimulation had gone back up to 7 milliamps. This had never happened to the patient in the past, and it had not occurred since then. The patient has had adaptive stim enabled since implant so that her stimulation is different for when she is lying down versus sitting up. The patient indicated that she was standing when she turned the stimulation down to 4 on (B)(6) 2019 and felt the jolt. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient had adaptive stimulation set up on her device and she had messed with the settings several times without realizing it would remember the amplitude for each position as the cause of the issue. The rep reported that they reset the adaptive stimulation and re-educated the patient on using it and how to turn it off if needed. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via the manufacturer representative that the patient was feeling jolts with her stimulation. The patient was scheduled for an appointment on (B)(6).